Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt does not obtain sufficient benefit from the device. Output volume okay; however, poor speech discrimination and speech intelligibility. Pt qualifies for a cochlear implant according to most recent audiometry assessment.